Manufacturer narrative:
Patient was revised to address dislocation. Doi: 2002 dor: (B)(6) 2013 (unk hip). The returned devices were examined by a depuy research scientist. There was no evidence to suggest product error with regard to the reported dislocation. A worldwide complaint database search finds no other reported incidents against the provided product and lot codes since their release for distribution. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.